Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge during the load sequence and tubing fill process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer used room temperature insulin and a fill rod to address the issue, and after following the necessary steps, large air bubbles and gaps no longer existed. The caller was able to resume insulin therapy and acknowledged the resolution.